Manufacturer narrative:
(B)(6). Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for 73030 with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® lh (lithium heparin) 68 i.u. Plus blood collection tubes cap is grated and has excess plastic remnants that fall off during use and gives problems in their automated systems.